Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the drill bit broke into three pieces when the surgeon tried to pre-drill a hole of variable angle locking compression plate (va-lcp) distal humeral plate (dorsolateral, with lateral support, 7 holes) during surgery on (B)(6) 2016. The surgeon fixed the dorsolateral plate (only shaft part of the plate) and then medial plate using screws during the surgery. After that, the surgeon tried to pre-drill a hole of the lateral support portion of the dorsolateral plate with the reported drill bit. However, the drill bit interfered with screw from the medial plate and broke. Part of the drill bit did fall into the patient's body, but the surgeon was able to remove it; this was confirmed with imaging. Thus, the surgeon decided to close the surgical wound to complete the surgery. No surgical delay was reported. This is report 1 of 1 for (B)(4).